Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, product accumulation (product distribution issue) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to 3013840437-2022-00093 referring to the same patient. This spontaneous report was received from a lithuanian health care professional and concerns a female patient. She was injected with radiesse, into the neck (off label use of device), 2 months prior to this report, in 2022. Radiesse was diluted 1:4 (product preparation issue) and injected with a cannula. The physician was experienced. In (B)(6) 2022, after the radiesse injection, the patient experienced potentially subcutaneous nodules or product accumulation on the neck. As reported, it was to be determined. The physician did hyaluronidase and tried nacl 2-3 weeks after the injection. There was no improvement. As reported, there were no changes, and it was even worse. The outcome of the events was reported as not resolved. Follow up information was received on 12-jul-2022: the case was upgraded to serious. The suspect product was recoded from radiesse to radiesse(+). The patient was injected with radiesse(+), for collagen stimulation, in mid (B)(6) 2022. She had aesthetic injections in the past. The patients medical history, known allergies and concomitant medications were reported as none. In 2022, 2 to 3 weeks after the radiesse(+) injection, the patient experienced the potentially subcutaneous nodules or product accumulation on the neck. The nodules were 1 to 1.5 cm in diameter. As reported, future corrective treatment was performed or planned. The outcome of the events remained unchanged. In the opinion of the reporting dermatologist, treatment was used to dissolve nodules, and prevent permanent damage.

Event description:
This MDR is related to MDR 3013840437-2022-00093, 013840437-2022-00108 and 3013840437-2022-00109 referring to the same patient. Follow up information was received on 20-sep-2022: there were no updates on the corrective treatments. At the time of this report, no further corrective treatment was planned. The patients condition was improving and the nodules were less visible. However, it was not resolved. Due to the provided information, the outcome of the event white-yellowish was considered as resolving (changed from not resolved to resolving). The outcome of the remaining events was left unchanged.

Event description:
This MDR is related to MDR 3013840437-2022-00093, 3013840437-2022-00108 and 3013840437-2022-00109 referring to the same patient. Case closure dated on 10-oct-2022: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow up information was received on 17-oct-2022: the patient was injected in all nodules, with saline and lidocaine, in large amounts, similar in volume to the nodules, 6 times or even more. At the time of this report, almost half a year later, the nodules in the neck skin were almost no longer visible. Only a hint that they were there, was noticed. The reporter was happy that it was able to be managed without other, more drastic measures, especially methotrexate. The outcome of the events remained unchanged.

Event description:
This MDR is related to MDR 3013840437-2022-00093, 3013840437-2022-00108 and 3013840437-2022-00109 referring to the same patient. Follow up information was received on 20-aug-2022: the event term was amended from subcutaneous nodules to subcutaneous nodules/non-inflammatory nodules. The coding remained unchanged. The event term was amended from product accumulation to product accumulation/lines of various lengths. The coding remained unchanged. The events white-yellowish and hard were added. Radiesse(+) was diluted at a 1:4 dilution and injected with a cannula. In 2022, a few weeks after the radiesse(+) injection, the patient experienced white-yellowish hard nodules of different sizes. The nodules were described as from a few millimeter to even 2 cm in diameter, with lines of various lengths, located exactly where the preparation was injected. Although diluted, radiesse(+) was confined to the tunnels made with the cannula. The bumps and lumps did not appear in all places where the hyper diluted radiesse(+) was injected, but only in some, asymmetrically, significantly more on the left side of the neck. The dermatologist diagnosed non-inflammatory nodules, following a too superficially injected radiesse(+), in the area with the thin skin or, due to too deep injection and active movements of the neck muscles. The patient had no pain, redness, swelling, and it did not change at all over time. According to the reporter, a surgical removal of every nodule was really impossible in the neck skin, due to the abundance of them and the future scars at the incision sites. As corrective treatment, the patient was injected with 4 injections of saline with lidocaine, matching the volume of product injected and performed every couple of weeks. A slight improvement and a slight reduction in the diameter of the nodules and a flattening of the prominence of the lines was noticeable after. Nevertheless, the whitish / yellowish changes remain noticeable up to the time of this report. Due to the provided information, the outcome of the event subcutaneous nodules/non-inflammatory nodules and product accumulation/lines of various lengths, was considered as resolving (changed form not resolved). The outcome of the event hard was considered as resolving. The outcome of the event whitish / yellowish was considered as not resolved. In the opinion of the reporter, granulomas usually appeared in places where the substance was injected everywhere, the beginning was painful and an inflammatory phenomenon was observed, however, the patient had no such symptoms and it did not develop until the time of this report.